Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, a rupture at the right femoral artery (rfa) occurred when the sheath was removed. The rfa was accessed via cut-down and the dilators were sequentially used prior to insertion of the 24 fr sheath. Sheath was removed without difficulty; however, when the sheath was removed from the common femoral it was noted by the cardiologist that "the vessel tore as the surgeon tightened the purse strings." A surgical patch was applied to the rfa and hemostasis was achieved. Patient remained stable throughout and left room in stable condition.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the minimum luminal diameter at the site of the vessel tear was 8.0mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported vessel tear cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with mild calcification and mild tortuosity contributed to the event. Access site complications are known potential adverse events associated with the transfemoral tavr procedure and the use of large bore devices .the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.